Event description:
It was reported that the user experienced hyperglycemia while reinitiating ilet pump therapy after a period off the system due to running out of insulin and using prefilled insulin, with a highest blood glucose of 411 mg/dl. The user had taken one insulin injection that morning and then no further insulin and began using a new infusion set prior to the call. Symptoms included hyperglycemia peaking at 411 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem related to failure to follow instructions and an improper or incorrect procedure during the transition back to pump therapy, with no device problem found and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that caused or contributed to the event.